Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to fill the cartridge, however, they were unable to depress the plunger. Customer was able to successfully load a new cartridge. Customer's blood glucose levels was 140 mg/dl.